Manufacturer narrative:
Additional information was received that the patient was reportedly doing well following the ipg replacement. Device evaluation indicated that the ipg passed visual, an electrical and photographic imaging tests performed. Additional electrical and performance tests revealed that the analog ic ( aic) was damaged. The aic damage resulted in a rapid battery depletion rate. This also caused current leakage. The monopolar electrocautery procedures are a known source of high -voltage transients signal that can damage aic. Current company labeling warns against the use of monopolar electrocautery. (B)(4).

Event description:
A report was received that following a non-device related spinal surgery, the pt was having to charge his ipg more frequently. The pt believes monopolar electrocautery was used during the procedure. The ipg database analysis confirmed premature battery depletion. An ipg replacement has been recommended.

Event description:
A report was received that following a non-device related spinal surgery the patient was having to charge his ipg more frequently. The patient believes monopoloar electrocautery was used during the procedure. The ipg database analysis confirmed premature battery depletion. An ipg replacement has been recommended.